Event description:
My father was receiving dialysis. This treatment was continuous in 2007 for two months. After one of his treatments, he complained of feeling dizzy, and vomiting in the parking lot. The follow up treatment he felt worse. He was now having trouble breathing. He was admitted to hospital for four days. Once he went home and went back to dialysis, he was sickened even worse. He couldn't eat or drink anything, he had diarrhea, vomiting, nausea, and headaches. He went on like this for a week. He kept saying dialysis is making him sick, and he can't go there anymore. He then decided to give up and go on hospice. He passed away in 2007 from renal failure. His doctor can provide treatment dates.